Manufacturer narrative:
The patient designated as patient one (1) is a male, born in 1953. The customer did not supply an exact date of birth for patient one (1). Demographics such as age, date of birth, and sex were not supplied by the customer for the patient designated as patient two (2). Demographics such as weight were not supplied by the customer for the patients designated as patient one (1) and two (2). A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse observed micro-bubbles in the wash pump assembly. The fse replaced the wash valve components such as the rotor, stator, and seal to resolve the issue. After the repairs, the system was verified with a system check, quality control (qc), and a precision run. All verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction, although no one part can be implicated as the sole contributor in this event. All MDR associated with this event: 2122870-2016-00009; 2122870-2016-00010.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system serial number (B)(4) for four (4) patients. The sample from the first patient (designated as patient one (1)) was reanalyzed using the same access 2 immunoassay system and a higher result, above the assay's normal reference range, was obtained. The sample from the second patient (designated as patient two (2)) was reanalyzed using the same access 2 immunoassay system and a lower result, above the assay's normal reference range, was obtained. The samples from patients one (1) and two (2) were retested using an alternate biosite analyzer and lower results were obtained. The customer stated the non-reproducible access accutni+3 results were reported from the laboratory. The customer stated there was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. MDR 2122870-2016-00010 will address the non-reproducible access accutni+3 results for the two (2) additional patients. A system check passed within published performance specifications and quality control (qc) recovery was within the customer's established ranges at the time of the event. The customer was unable to provide the speed, time, and/or temperature at which the samples were centrifuged. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.